Manufacturer narrative:
Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. (B)(4) was returned to heartware for evaluation. Various analyses were conducted in order to evaluate the performance of the pump in relation to the reported event. Review of the log files confirmed the reported high watt alarms as well as pump parameters outside of the normal power consumption range. Analysis of the device revealed that the device failed to meet specifications; the device failed dimensional verification due to deviations in the front housing disc curvatures, and failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Per internal investigation, the deviations in the front housing disc curvature are not expected to impact pump performance. Considering that the returned device met the average power consumption requirement during functional testing, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. The pump also failed functional testing due to a power shift experienced during post explant wet test. However, an internal investigation conducted via (B)(4) demonstrated that there is no correlation between power shifts and complaints. Further review of the power shift condition revealed that the maximum power attained by the shift was 2.14 watts, which is considered an acceptable level of power consumption per ifu00001 rev. 19 requirement. Pathological evaluation confirmed the presence of thrombus within the pump. The most likely root cause of the elevated pump parameters and alarms is the thrombus within the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016. Power consumption above normal operating range. Additional notes: 13 high watt alarms have been logged since (B)(4) 2016. The current high watt alarm limit is set to 7.0 w. A rise in power consumption has been logged starting (B)(4) 2016 to a peak of 6.9w at 2480rpm on (B)(4) 2016 outside of normal power consumption. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient was admitted on (B)(6) 2016 after making the vad team aware of high watt alarms up to 6.9 watts and flows greater than 10lpm. Patient was placed on heparin and was asymptomatic on admission. It was stated that the log files were sent to the manufacturer. He was taken for a pump exchange via thoracotomy on (B)(6) 2016. It was stated that the surgeon examined the pump, there were "no visible signs of thrombus inside the pump to the naked eye." Patient remains hospitalized. It was stated that the pump would be returned to the manufacturer. No additional information provided. Investigation is ongoing

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient home medications are: aspirin 81 mg by mouth (po) every day (qd) and coumadin 7 mg po qd. On admission (B)(6) 2016 labs: prothrombin time (pt) 29.2 (9.2-13.0); hemoglobin (hgb) 10.5 g/dl (13.8-17.2); hematocrit (hct) 32.7 %(40.7-50.3); platelets 157 k/cumm (140-440); plasma-free hgb 298.9 mg/dl (0.0-15.2). Elevated flows 10, rpm 2480, power 4.8, elevated lactate dehydrogenase (ldh)> 2000, acute decompensated heart failure. A ramp echo was performed bedside (B)(6) 2016 which showed atrial ventricular (av) closed 100 % of the time at revolutions per minute (rpms) 2480, peaked rpms to 2700 and small change of the left ventricle (lv) dimensions + rvot vti. On (B)(6) 2016 dobutamine 5 mcg/kg/min intravenous piggy back (ivpb) and heparin intravenous (IV) 14 unit/kg/hr, persantine 75 mg po three times a day (tid), lasix IV 80 mg twice a day (bid), continue aspirin 81 mg po qd and coumadin 7 mg po qd. On (B)(6) 2016 a wound vac was placed to promote healing of site. Patient to remain on cephalexin 500 mg po every 8 hr indefinitelydue to old driveline infection. Patient stable after exchange and discharged (B)(6) 2016 to a skilled rehab facility. Patient discharged with coumadin 4 mg po qd, aspirin 325 mg po qd and dipyridamole 75 mg po tid.